Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire via an FDA medwatch that the enve ventilator auto -cycled while connected to a patient. The enve ventilator started to trigger non-patient initiated breaths causing the patients respiratory rate to increase into the 40's and the tidal volumes to decrease into 100 mls. . The problem continued to where the patient had to be sedated, removed from the enve ventilator, and placed on an avea unit. The customer confirmed that the reported issue was resolved once the patient was placed on another unit. No patient harm noted